Event description:
Customer alleged blood glucose results of 290 mg/dl, 399 mg/dl, and 170 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having no symptoms. Customer did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.